Event description:
Diagnosed in 2007 as having fibromyalgia and chronic fatigue, then diagnosed as having very elevated levels of mercury, lead, nickel, cadmium, and thallium, then elevated in aluminum, antimony, arsenic, tin. I have all the symptoms of metal poisoning, especially mercury, which I believe is the primary problem, because I have had symptoms of irritable bowel syndrome, restless legs syndrome, adhd, dyslexia, headaches, chronic sinusitis ever since my twenties. Had first fillings before I was a teenager, then had more put in when in late twenties, early thirties. In 2007 was when everything went terribly wrong with all the above and wide spread pain, fatigue, flu like symptoms. Went to my physician and diagnosed with fibromyalgia, then went to fibromyalgia and fatigue center in pittsburgh and was again diagnosed with fibromyalgia and chronic fatigue syndrome. In 2008 found a holistic/md doctor who diagnosed me also as having very high levels of metals mentioned above. List is too long to list all problems I have had, but two years ago I believe I almost ended up in nursing home cause I just couldn't get out of bed among other things which some I have documented. Since then, I've had numerous treatments, had to have all the amalgams taken out and replace with non toxic materials, along with supplements I have made a 90% return in health. The message in this report is to please stop the use of amalgam fillings and anything else that has mercury in it. This has been nothing but a total unnecessary upset and expense in my life. Amalgam fillings 20 years ago.